Event description:
During a call regarding an unrelated alarm, the peritoneal dialysis nurse (pdrn) reported that peritoneal dialysis (pd) was discontinued (B)(6) 2011. Hemodialysis (hd) was initiated (B)(6) 2011, but the patient died (B)(6)2011. The cause of death was unknown, but the pdrn stated that it was unrelated to pd therapy. On (B)(6) 2011, baxter obtained the patient's hospital records. The records revealed that the patient was admitted on (B)(6) 2011 with respiratory distress secondary to a right pleural effusion and fluid retention. At 2230 on (B)(6) 2011, the patient was receiving peritoneal dialysis (pd) in the hospital inpatient dialysis unit when shortness of breath and labored, shallow breathing occurred. At 2300, the patient was placed on bipap to assist breathing. His status improved, but at 2330, pd was stopped when the hp's abdomen became firm and distended. The hp was then transferred to intensive care and a nasogastric tube (ngt) was placed for gastric distension. Per the records, the following 2 days the patient's respiratory status improved and a non-rebreather oxygen face mask replaced bipap. On (B)(6) 2011, the visiting physician (md) recorded that the patient appeared to be terminal, but the md progress notes of this date were not available. The md's final documentation surrounding the events and cause of death were not yet placed in the patient chart.

Manufacturer narrative:
(B)(4) - the device is available, but has not yet been received for evaluation. If additional information should become available, and/or at the conclusion of baxter's evaluation, a follow-up report shall be submitted.

Manufacturer narrative:
(B)(4). The root cause for the reported condition of a patient death was undetermined. The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for not accepting a 30 minute therapy but passed the rite electrical test. The product analysis lab (pal) evaluated the device and was unable to program the device for a 30 minute therapy time. The therapy mode was then set to low fill and back to standard. A 30 minute therapy could then be programmed. Three simulated therapies were performed and completed successfully. Accuracy confirmation and temperature verification tests were performed and passed. There were no problems found during an internal inspection. The device's service history record was reviewed and no issues were identified that may have contributed to the patient death. No device failure or malfunction was identified that could have caused or contributed to the patient death. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.